Event description:
After stent was deployed successfully. The balloon took a long time to deflate and once deflated, would not come out through the end of the sheath. As a result the surgeon had to remove the sheath and balloon catheter all together. Bigger hole in the femoral artery.

Manufacturer narrative:
Currently in process of evaluating.